Event description:
On (B)(6) 2019, neotract was made aware of a (B)(6) patient that had undergone a successful prostatic urethral lift (pul) procedure on (B)(6) 2019 and was discharged with a catheter. Two days post procedure, he experienced pain, hematuria, and blood clots. Within one week, he presented to the ER three times due to pain experienced from the blood clots. During each ER visit, he was fitted with a catheter and underwent flushing of the bladder. At the third ER visit, he was admitted to the hospital for six days and received IV antibiotics and morphine. He was discharged without a catheter due to the resolution of the blood clots. The patient stated he now experiences pelvic discomfort, dysuria, nocturia, and micturition urgency.